Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for pre-activation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® push button blood collection set had tube separation or kink. The following information was provided by the initial reporter: ¿rubber tubing is kinked. The back end of the rubber tubing for the wingset was found kinked before opening and using the device."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® push button blood collection set had tube separation or kink. The following information was provided by the initial reporter: ¿rubber tubing is kinked. The back end of the rubber tubing for the wingset was found kinked before opening and using the device."